Event description:
It was reported that, during a cori assisted surgery, the display suddenly went black. The real intelligence cori unexpectedly shut down. The procedure was finished with the same devices without delays. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during a cori assisted surgery, the display suddenly went black. The real intelligence cori unexpectedly shut down. The procedure was finished with the same devices without delays. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
H3, h6: the cori console, pn rob10024, (B)(6), used in treatment, was returned for evaluation. There were no visual or functional abnormalities identified. Email correspondence stated that, after the case was completed, the cori system was evaluated by the service team and the console unexpectedly shut down and displayed the blue man error on the screen of the console. A picture of the blue man on the console display (follow instructions for use symbol) was provided and confirmed the complaint. However, the log files were not provided, therefore the cause of the reported unexpected shutdown could not be confirmed. The most likely cause of the abrupt cori shutdown is a likely occurrence of known software issue. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.